Event description:
It was reported that during the preparation for a rotational atherectomy procedure, the tip of the catheter was broken when removed from the package. The device was not in contact with the pt and there was no pt injury or complication.